Event description:
A home patient contacted baxter's technical service center for assistance during a dwell cycle of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, baxter's technical service center assisted the home patient in ending therapy early. Follow up with the home patient's nurse confirms that there was no patient injury or medical intervention associated with this incident. The nurse indicated that what "probably happened" was the patient disconnected their transfer set from the patient line of the homechoice set "didn't close clamps" and later reconnected to the setup.